Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation. The device was removed without any problem and the procedure was completed with a different device. There was complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During procedure, it was noted that balloon ruptured upon first inflation. The device was removed without any problem and the procedure was completed with a different device. There was no complications reported. It was further reported that the device was simply pulled out from the patient's body and that the patient's condition post procedure is stable.